Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0dzcv, implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received from the patient indicated that the jolting stopped when they turned off the device on (B)(6) 2016. When they turned the device back on a week later, there was no stimulation. It was noted that the patient got an x-ray taken that determined that all of the leads were in place. The patient had another appointment with the healthcare professional a few days later to check the ins. The hcp told that patient that it should have 4 programs, but it only had one. The patient had lost their programmer, and the rep only added one program on the new patient programmer. It was indicated that the patient had an appointment scheduled with the rep and hcp on (B)(6) 2016. It was noted that when the patient visited the chiropractor, he put pressure on an area of the buttocks to correct an issue. The patient mentioned that he had done this before, and they never had any reaction from it. The hcp suggested that the pressure may have had something to do with the jolting sensation.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0dzcv, implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported feeling a jolting and no stimulation. The patient stated that on last week or the week before she was watching her grandchildren and all of a sudden the stimulation got stronger. The patient noted she wasn¿t doing anything she was playing with the kids and she got a sharp jolt of stimulation. The patient was at 1.9 v when it occurred. The patient shut off the device and didn¿t turn it back on until today. She noted she can adjust stimulation up and down but does not feel stimulation. The patient confirmed the implantable neurostimulator (ins) is on with her patient programmer (pp). The patient noted she is on the reduced icon mode. The patient said she has not had any falls or medical procedures. The patient did note she has been going to the chiropractor, but she has been going since (B)(6). She noted they use heat and it is like pins that have levels that go up and down. The chiropractor also uses a wheel to adjust her that goes up and down the spine. The patient noted she had been going to the chiropractor weeks before taking care of her grandchildren. The patient increased the stimulation to 2 v, which was higher than she was before, but still did not feel stimulation. The patient reported via a manufacturer representative (rep) that they feel a jolting, sporadic pain from stimulation at very low amplitude. The rep reported possible damage from an outside source. The rep noted the patient has been to an imaging center for various chest scans. The rep added an x-ray add been taken of the lead placed and appear normal. Impedance check found issues (greater than 4000) on several electrodes. The rep also noted they had reprogrammed all 4 programs. The rep stated the device is turned off and remains implanted. The patient was instructed by her physician to come back in 3 weeks to discuss removal or revision. The patient is implanted for bowel dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.